Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01788; 940-02-60i, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - MDR - fall lower body component/fracture.